Event description:
At midnight on (B)(6) 2015, patient received an alert on his pocket controller stating "call hospital contact, backup battery fault" and "replace controller, backup battery fault." The pocket controller batteries were still working when the alert went off. The alert caused unwarranted system controller exchange by the patient resulting in an adverse event.